Event description:
It was reported that the pump battery could not be charged. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.